Manufacturer narrative:
This report is for an unknown nail screw. Part and lot numbers are unknown; UDI number is unknown. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient experienced pain due to a broken distal locking screw in tibial nail, non-union. It is unknown if a revision surgery was already performed. Concomitant devices reported: expert tibial nail (part # 04.004.367sab, lot # unknown, quantity# 1), unknown screws (part # unknown, lot # unknown, quantity# unknown). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).